Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the patient reported they were told their neurostimulators battery would last up to 10 years by a rep, but it is now one year and some change. Patient stated their charger says their battery is dead. Patient service specialist understood the patient was referring to the implanted neurostimulation battery reaching eos. Patient said it was determined probably 2-3 months ago that the implanted battery had reached eos and needed to be replaced. Patient mentioned they have not made any adjustments to therapy since they were implanted with the scs system. Patient services (pss) reviewed non-rechargeable batteries have now way to determine when eos will occur and that usage/program settings affect life of battery. The patient was redirected to their healthcare provider to further address the issue. Pss also sent email to field requesting assistance to determine if ins is displaying eri or has in fact reached eos. Pss called pt back after reviewing vanta ka to see if pt was able to provide error message or codes. Both handset and communicator were depleted according to pt. Pt said they would charge both and attempt to connect. Pt will also call pss back if pt determines there is a communicat ion/connection issue. On (B)(6) 2023 the rep reported they have contacted the patient and left a voicemail.

Manufacturer narrative:
H7: information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.